Manufacturer narrative:
Of the reported eleven malfunctions, lot number were not provided for any malfunctions. Therefore, the lot history review could not be performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all eleven malfunctions. Therefore, the investigation is confirmed for the reported patient device interaction problem for all eleven malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced patient device interaction problem. These information's were received from a various sources. All eleven malfunctions involved patient with no patient consequences. Of the eleven patients, four were male and four were female, all eleven patients age ranged from 35-77 years. All other patient details were not provided.